Event description:
Upon completion of case, the physician attempted to pull the sheath back into the right femoral artery. The patient's iliac arteries were tortuous and calcified that in doing so, the sheath separated. There was a segment of sheath that was still protruding from the skin. The physician attempted to thread a wire into the severed sheath to maintain access inside of the vessel, but that attempt was unsuccessful. At that moment the physician grabbed the segmented sheath with a pair of hemostats in an attempt to remove the sheath. The sheath separated even further and the patient developed a hematoma. The physician immediately applied manual pressure to the right groin to obtain hemostasis. A surgeon was consulted about further treatment.